Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a system overheat. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of additional information. Not returned to manufacturer.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the reported issue. As a precaution, the fse replaced the temperature sensor probe. It was also stated by the fse that the unit was a fixed asset and therefore it was not needed to be returned to the customer. The following investigation was performed by a technician of the maquet national repair center (nrc). The national repair center installed the temperature sensor probe, in to the cardiosave test fixture and tested the temperature sensor probe to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the overheat alarm of the temperature sensor probe. The temperature sensor probe passed the performance test. Retaining the temperature sensor probe in the nrc as per procedure the temperature sensor probe shall be scrapped.

Event description:
N/a.